Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead had triggered an alert for high impedances on its high voltage (hv) coil soon after implant. An x-ray revealed that there was a loose connector pin between the lead and the device. A system modification was performed and the lead was reconnected to the device. The lead and device are still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.